Manufacturer narrative:
(B)(4).

Event description:
It was reported that the threshold of the right ventricular lead was high and the sensing was low. The defibrillation part of the lead was kept in service and one of the already implanted leads was used as a pace/sense lead. The patient is fine.